Event description:
A non-healthcare professional reported via health authority that infusion line was not patent, and adequate infusion could not been achieved (infusion line obstruction) during vitrectomy surgery. The surgery was completed on the same day, but it was unknown how the procedure was completed. There was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information updated in e.1., b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received: there was no patient impact.